Manufacturer narrative:
The t:slim x2 user guide states: "the resume pump alarm occurs when you select "stop insulin" from the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had taken longer than 15 minutes to resume insulin after changing the pump supplies. Subsequently, a valid resume pump alarm occurred. The customer's blood glucose level was 244 mg/dl. The customer administered a manual injection. Tandem technical support educated the customer regarding the alert and the customer acknowledged.